Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05oct2018. Philip's service engineer (fse) performed remote troubleshooting with the customer. On a plastic part of the device, a dark discolored spot was found. It was recommended that the customer replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that there was a hot plastic smell coming from the unit. The device was in use at the time of the event. There was no patient harm. The unit continued to ventilate; however, the patient was transferred to another unit. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 23oct2018. Date received by manufacturer: 19oct2018. The customer reported replacing the power management board and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.